Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the saw exceeded maximum temperature during testing. There were no injuries or complications reported.

Manufacturer narrative:
The attachment was received at the manufacturer for service and eval. A condition of the device exceeded maximum temperature during testing was found and then reported. Based on the investigation details, the input shaft guide was worn.